Event description:
The kyphon balloon was inflated to 250 psi for the procedure. As the cement was being injected on the opposite side, the physician decreased the balloon pressure to 150 psi. Shortly after this occurred, the balloon burst.